Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.00 x 28mm stent delivery system (sds) was returned for analysis. Visual / tactile inspection revealed multiple kinks were noted along the hypotube shaft, and a break was identified 18cm distal to the distal end of the strain relief. No issues or damages in shaft polymer extrusion. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 03-jul-2024. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion due to resistance and calcification. The procedure was completed with a different device. There were no patient complications. However, returned device analysis revealed hypotube detached/separated.